Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of black particles on silicon part of water chamber related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. A correction to b5 was made and should be: the manufacturer received information alleging visualization of black particles on silicon part of water chamber related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. After the final attempt to have the device and components returned for evaluation, the customer stated that he has received the replacement device but will not be returning his old device as he needs it as his back up option. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section g1-manufacturer contact office telephone number was previously incorrect and has now been correctly updated. Section h6 has been updated in this report.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.